Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign manufacturer representative regarding a patient who was receiving morphine at 0.2498 mg/day via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2021, the day of the surgery, the new pump rang an alarm. According to the logs, it was found that a motor stall was confirmed in january before the pump was used. It was stated that currently it worked normally. Images of the programmer showing log events showed the 3 motor stalls had occurred and recovered prior to the implant date, details as follows: (B)(6) 2021, 17:57: motor stall recovery occurred. (B)(6) 2021, 09:04:  motor stall occurred. (B)(6) 2021, 00:31: motor stall recovery occurred. (B)(6) 2021,  09:01: motor stall occurred. (B)(6) 2021, 13:12: motor stall recovery occurred. (B)(6) 2021,  09:22: motor stall occurred. Information from the manufacturer technical services was requested related to this event. The technical services team explained that if a pump was stored near a magnet or exposed to low temperatures, that could cause a motor stall. No patient complications were reported.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) on (B)(6) 2021. It was reported that the initial reporter was a nurse and a rep was not present for the implant procedure. The rep was notified of the issue on (B)(6) 2021. The cause of the motor stalls before implant was reportedly not determined and it was confirmed that there was no exposure to a magnet. It was reported that the reason the pump was implant despite the alarm was because the alarm went off a few hours after the implant procedure. It was noted that the pump was currently in normal use.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.